Manufacturer narrative:
A field service engineer (fse) was dispatched on 06/21/2011 and replaced the a/b valve. The fse also found the probe a leaking from wash collar. The fse returned again on (B)(4) 2011 and replaced the vacuum waste valve that was leaking beneath the reagent probe wash collar. The fse primed the instrument and verified operation and qc was performed. The repairs were verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak on top of the chemistry cartridge (cc) reaction wheel cover in the unicel dxc 800 pro synchron chemistry analyzer. The customer also indicated that the instrument was generating ten (10) or more cuvettes failing water blank test errors. The customer also observed that the top half of the reaction wheel cover was flooded with liquid. No injury or operator exposure was reported in this event.